Event description:
A falsely elevated troponin I result of 3.74 ng/ml was obtained on patient and a result of 1.27 ng/ml was obtained on patient. The results were reported to the physician. The samples were retested and a result of 0.07 ng/ml was obtained on patient and a result of 0.05 & 0.03 ng/ml were obtained on patient. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument data indicates that the cause for the falsely elevated troponin I is due to an obstruction in the r1 drain.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument and instrument data indicated that the cause of the falsely elevated troponin I was an obstruction in the r1 drain. The customer performed general maintenance on the instrument. The instrument is operating within specifications.